Event description:
The manufacturer received information alleging a ventilator has a broken display. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator has a broken display. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's air foam inlet filter needs to be replaced due to preventive maintenance. H3 other text: third-party service center.